Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure, after the encirclement of the pulmonary veins, the surgeon checked the good insulation. During the handling, the transseptal sheath pulled out of the left atrium. While trying to position the transseptal sheath with the ablation catheter, the surgeon caused a tamponade which was identified by ultrasound, requiring drainage. Additional information: this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Intervention provided was drainage. Patient outcome of the adverse event was fully recovered (no residual effects). There is no information about the hospitalization. Force visualization features used was dashboard and vector. A transseptal puncture was performed with an unknown needle. Prior to noting the cardiac tamponade, ablation was not performed. There was no evidence of a steam pop. The event occurred after the ablation phase to make a second transseptal. Irrigated catheter flow setting: 2ml stand by, 8ml, and 17ml. The correct catheter settings were selected on the generator and the pump switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Since a character limitation, to be included in initial reporter address line 2: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30620792l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001004386.